Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set appeared to have air in the line. When connected to a pump, the line had to be repositioned and ¿flick all of tubing to get the air out¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device was manufactured from september 06, 2016 to september 07, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.